Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous distal of anterior tibial artery. A non-bsc guide wire was used to cross the target lesion. A 2mm x 20mm x 143cm coyote es mr was advanced for predilation. It was noted that there was no kink and no resistance during the procedure. During the first inflation, the balloon ruptured at 6 atms. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR: the coyote es catheter was received with no original packaging or other devices. Magnified inspection revealed a pinhole in the balloon wall aligned with the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous distal of anterior tibial artery. A non-bsc guide wire was used to cross the target lesion. A 2mm x 20mm x 143cm coyote es mr was advanced for predilation. It was noted that there was no kink and no resistance during the procedure. During the first inflation, the balloon ruptured at 6 atms. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.